Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that she put a tampon in and when she tried to remove it she could not find the string; when she eventually pushed it out she saw that it had gone in string first which meant that the tampon was in the applicator upside down. No injury was reported.